Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The investigation was unable to verify the reported issue in the black box or duplicated the issue in the evaluation. Review of black box data did not find any activities outside of normal use. Total daily delivery added up correctly and reflected the user programed rate. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/24/2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia while on pump therapy. Reportedly, on 09/17/2014, the patient¿s blood glucose (bg) was at 26 mg/dl with difficulty speaking, confusion/disorientation, and inability to concentrate and/or cognitive impairment. It was reported that the patient was treated by emergency medical services personnel at home with intravenous glucose. The patient allegedly remained on pump therapy without recent adjustment to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery with the reporter. It was determined that basal deliveries were correct and as programed. Review of total bolus indicated that it did not match the total of daily bolus. No potential causes for bg issue was identified. The reported issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown cause.